Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, it was reported that the patient experienced effusion, instability osteolysis, loosening and polyethylene wear. As a result, the patient underwent a right knee revision approximately 4 years and 2 months after initial implantation. No further patient impact reported. No further information available.